Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side "deflation of textured device".

Event description:
Healthcare professional reported right side "deflation of textured device". Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified delamination of plug strap, yellow particles in the shell, an opening on posterior side, and non-penetrating nicks. Leak test and microscopic analysis were performed which identified a sharp opening and delamination (>75% total separation). A dimensional measurement in the shell was performed which identified the thickness was within specification. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp pattern opening on posterior side assessed as an unidentified (tear) opening, and total delamination of the plug strap assessed as cohesive failure.

Event description:
Device has been explanted.